Manufacturer narrative:
A ge service representative performed an onsite investigation. The keyboard panel was replaced during the service call. The system was tested and found to be working as intended, and put back into service.

Event description:
It was reported that the 2800 system had no table movement with a keyboard collimator fault error. No patient injury was reported.